Manufacturer narrative:
The device is not available for return and the lot number is unknown. Therefore a review of the device history record cannot be performed. The trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. Based on all available information, the cause of the event could be determined. The investigation is complete.

Event description:
The user facility in switzerland reported that a piece of the sleeve came loose during the procedure and entered the patient''s eye. The piece was removed and the procedure continued with a new sleeve. There was no impact to the patient and no further intervention required.

Manufacturer narrative:
The device is not available for return and the lot number is unknown. Therefore a review of the device history record cannot be performed. The investigation is ongoing.